Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal end with stent struts pushed distally. The undamaged distal section of the crimped stent od (outer diameter) was measured which is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-mar-2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. Following pre-dilation with a 2.0 x 20 mm balloon catheter, a 2.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with this device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damaged.